Manufacturer narrative:
Correction h6: device codes (3) code remove. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing leading into an inappropriate shock. The shock therapy accelerated the rhythm to ventricular fibrillation (vf) and it was successfully converted by a second shock. Technical services (ts) discussed troubleshooting options. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that this s-ICD exhibited oversensing and then the device delivered a shock therapy, nonetheless, the therapy was appropriate for the rhythm of the patient as it was true ventricular tachycardia (vt). The field representative will discuss with hcp. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited the wave oversensing leading into an inappropriate shock. The shock therapy accelerated the rhythm to ventricular fibrillation (vf) and it was successfully converted by a second shock. Technical services (ts) discussed troubleshooting options. This s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction h6: device codes (3) code remove. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing leading into an inappropriate shock. The shock therapy accelerated the rhythm to ventricular fibrillation (vf) and it was successfully converted by a second shock. Technical services (ts) discussed troubleshooting options. This s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing leading into an inappropriate shock. The shock therapy accelerated the rhythm to ventricular fibrillation (vf) and it was successfully converted by a second shock. Technical services (ts) discussed troubleshooting options. This s-ICD system remains in service. No additional adverse patient effects were reported.